Event description:
A dreamstation auto CPAP ventilator was returned to a third-party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at third-party service center, dust particles was found within the device. In addition, the device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.